Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the the corail slap hammer does not fit into the broach handle.on (B)(6) 2017 - in conversation with depuy marketing, it is unknown why the stem got stuck in the femur and unknown why the slaphammer would not threaded into the broach handle. For these reasons we have decided to enter the trial stem and slaphammer. K.potter

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.